Event description:
It was reported that a small volume folfusor underinfused. It was noticed that approximately one quarter of the pump contents had not infused. The clamp was in a fully open position and there were no obvious kinks in the line. The device was filled with 5-fluorouracil. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from may 20, 2022 - may 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.